Manufacturer narrative:
(B)(4). The device was reported to have been evaluated at the user facility. The pump assembly was reportedly replaced to resolve the reported event. No additional information was obtained.

Event description:
A report was received alleging a ventilator made an unsual noise during ventilation of a patient. The patient was removed from the device and placed on an alternate ventilator without any reported patient harm.. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The manifold assembly was returned for evaluation. The service engineer evaluated the manifold and verified the reported complaint. The manifold was placed into a test ventilator and allowed to run for several hours. Noise was heard after the beginning of exhalation. A visual inspection found a valve was not fully seated and the bearing linkage had excessive grease on the outside which could cause the bearings to become dry, rub and create a sound. A third party service provider replaced the manifold assembly.